Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The battery began charging after remaining plugged into the power source.